Event description:
It was alleged that a medic was injured while loading the cot into the ambulance. It was alleged that the cot dropped 3 - 4 inches pulling the medics shoulder.

Manufacturer narrative:
It was confirmed that this issue was due to human error and the medic's lack of familiarity with the product. The medic did not take time off work due to this injury and did not receive medical intervention.

Event description:
It was alleged that a medic was injured while loading the cot into the ambulance. It was alleged that the cot dropped 3 - 4 inches pulling the medics shoulder.